Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove the cds and clip introducer break. The reported leak appears to be due to the reported broken clip introducer. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed due to the leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and successfully deployed, reducing mr to a grade of <1. However, while removing the clip delivery system (cds) and aspirating per the instructions for use (IFU), resistance was felt and air was observed in the chamber of the steerable guide catheter (sgc). Aspiration was continued and the cds was quickly removed. Once out of the anatomy, the leak in the sgc resolved. The cds was then flushed outside the anatomy and the leak was noticed. After removing the 3-way stopcock, it was observed the clip introducer (ci) was broken. The sgc was removed, and no additional treatment was required. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.